Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 02/01/2022. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection of the iol, under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and no issues were identified. Visual inspection, of the handpiece, under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed stress marks inside of the cartridge tip however, they were within acceptable parameters. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of birth: unknown, information not provided. Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the same surgery. If explanted, give date: not applicable, as lens was removed in the same surgery. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found unfolded prior to insertion into the left eye of a female patient. It was indicated that the lens was partially inserted. The iol was removed from the eye during same procedure. No further information is available.